Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that a ventilator shut down. Although requested, information regarding patient involvement was not provided.